Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had been alarming 'downstream occlusion.' All tubing had been traced, and no occlusions had been found. Two clamps had been located and confirmed open and moveable. The cassette had been locked in place. Fingertip pressure had been applied to the port site, but the alarm had persisted. All troubleshooting steps had been repeated, but the alarm could not be cleared. The battery door had been opened and closed to restart, after which the pump had alarmed 'remove and reattach cassette.' The cassette and latch had been ensured secure, but that alarm could not be cleared either. There was no reported patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.